Manufacturer narrative:
The company representative was not able to adjust the voltage to the specification (2.5v-5.0v). The company representative replaced the solenoid drive board ((B)(4)). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
During a preventative maintenance, the company representative observed that the blood detector voltage reading at tp2 and tp5 was 2.39v. The specification indicates a reading between of 2.5v-5.0v. No patient was involved.